Manufacturer narrative:
Our fse (field service engineer) was on site and ran the ventilator with customer settings for 1 hour with no alarms or further issues. The ventilator passed all functional tests and returned to clinical service. The received event log does not contain any relevant information to the reported event.the technical log does not contain any errors that may indicate a ventilator malfunction at the time of the event. The test log does not show any failed tests that can be related to the reported event. Due to lack of information, the root cause of the event could not been identified.

Event description:
Manufacturer ref #: 264065.

Event description:
It was reported that the ventilator alarmed for positive end expiratory pressure (peep) during patient treatment. There was no patient harm. (B)(4).